Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the image had noise and temporarily disappeared when touching the contact part of the scope connection. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to poor contact caused by corrosion of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The phenomenon occurred about two and a half years after the last video connector replacement. Omsc presumed that it led to early corrosion of the video connector socket because the user connected without the video connector completely drying.